Event description:
Noticed many episodes of very low blood glucose especially during nighttime sleeping interval. I was frequently woke up by the cell phone alarms. I had many interrupted sleeps at night. Also included extra finger sticks to double check my life-threatening low blood sugar levels. December 3, 2025, I received from cvs pharmacy, an important urgent medical device correction info notice. I also receive an urgent medical device reaction letter from abbott, this was issued because abbott has recently identified that certain freestyle libre 3 and freestyle libre 3 plus sensors provided incorrect low glucose readings. Unfortunately, our devices/products were found on the listings. T60003400, expiration date, 3/31/2026. I have total of 6 of these products. Rx. (B)(4), need total of 6 boxes of unaffected freesstyle libre 3 plus replaced asap. Thanks. Pt code: 2517. Device codes: 1420, 2460, 1535. Ref reports: mw5182538, mw5182539, mw5182540, mw5182541, mw5182543.